Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 990687, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe scale marking issue. The probable cause for the occurrence is related to failure at printing system at the marking machine, allowing the defect product flow of the process. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of syringes plastipak 20ml ll s/su experienced missing scale marking. The product defect was noted prior to use. The following information was provided by the initial reporter: graduation of the erased syringe.

Event description:
It was reported that an unspecified number of syringes plastipak 20ml ll s/su experienced missing scale marking. The product defect was noted prior to use. The following information was provided by the initial reporter: graduation of the erased syringe.

Manufacturer narrative:
The following information has been updated: d.4. Medical device lot #: 9235062; d.4. Medical device expiration date: 2024-08-31; h.4. Device manufacture date: 2019-08-23 h3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes plastipak 20ml ll s/su experienced missing scale marking. The product defect was noted prior to use. The following information was provided by the initial reporter: graduation of the erased syringe.